Event description:
It was reported that an insulation anomaly was observed via x-ray. Noise was noted with patient respiratory movement. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.